Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. Information from the field indicated that a pre-balloon aortic valvuloplasty (pre-bav) was performed. During the deployment, the valve was implanted at a depth of 4 mm both on the non-coronary cusp (ncc) and left-coronary cusp. However, during the procedure, a moderate paravalvular leak was noted; post-implant balloon aortic valvuloplasty (post-bav) was performed as an intervention. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could not be determined. Aortic valve insufficiency/regurgitation was likely related to the paravalvular leak. The reported unexpected medical intervention is result of post-bav that was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implanted using a small flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using 20mm, non-abbott balloon. It was noted that pre-bav was performed with a balloon diameter exceeding the minimum annulus diameter. During the procedure, the valve was implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp. A moderate paravalvular leak was noted; post-implant balloon aortic valvuloplasty (post-bav) was performed as an intervention. Trace pvl was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implanted using a small flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis. During the procedure, the valve was implanted successfully with no additional procedural information. A paravalvular leak was noted; post-implant balloon aortic valvuloplasty (post-bav) was performed as an intervention. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.